Event description:
It was reported that the customer stated that on (B)(6) 2023 they had another complication with the pump of the clinical research patient in chemotherapy. It was informed by the nursing team that the patient reported that on (B)(6) 2023, around 7 pm, the infuser started to alarm and with the information of "no reservoir". The infusion was allowed to continue and it was asked to the nursing team to change the equipment, checked the bag, the cassette and the pump and apparently there was no problem that caused the failure. After changing the equipment, the infusion was monitored for a while, no problem was detected, so the patient was released with instructions to withdraw next day ((B)(6)). The customer also stated that it is the second event in clinical research and so far the cases have presented delay in the dose, but if there is an advance in the dose, it can be lethal.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received 13-jul-2023 via email: the customer stated that there was no injury or harm, no medical treatment, no relevant tests lab or data. The medication infused at the time of the incident was fluorouracil. The customer also stated that a relevant patient history was malignant neoplasia of the stomach.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a ?no reservoir" alarm is the dso sensor not detecting the cassette; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.